Event description:
Medtronic stealth station axiem electromagnetic navigation probe malfunctioned during the procedure, when it was no longer recognized by the system. A new probe was then utilized for the completion of the procedure. Diagnosis or reason for use: laparoscopic assisted, image guided, right vp shunt placement.